Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this cardiac resynchronization therapy defibrillator (crt-d) due to being programmed to a mode other than monitor + therapy. It was later noted that tachycardia therapy had been turned off for an upcoming device replacement due to pocket erosion. No other adverse patient effects were reported.

Event description:
Additional information was provided that the device was later explanted due to the pocket erosion. No adverse patient effects were reported related to the explant procedure.